Event description:
It was reported that the lead was explanted and replaced due to dislodgment. There were no adverse consequences to the patient.

Manufacturer narrative:
The steroid plug was noted to be displaced. The cause of the displacement could not be determined.